Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ hyperesthesia: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture, "complaints of asymmetrical breasts, tingling in the left breast, implant rupture found on ultrasound and MRI. The reason is unknown; there were no blows or falls." The device replaced with non-abbvie device.

Event description:
A healthcare professional reported "complaints of asymmetrical breasts, tingling in the left breast, implant rupture found on ultrasound and MRI. The reason is unknown; there were no blows or falls." The device replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported rupture on an unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "complaints of asymmetrical breasts, tingling in the left breast, implant rupture found on ultrasound and MRI. The reason is unknown; there were no blows or falls." The device replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/14/2024.

Event description:
A healthcare professional reported "complaints of asymmetrical breasts, tingling in the left breast, implant rupture found on ultrasound and MRI. The reason is unknown; there were no blows or falls." The device was explanted and replaced with non-abbvie device.